Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed. Manual functional "try it" testing were performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and found to be within specification. The receiver log was downloaded and reviewed finding no error related to the complaint due to alert snooze settings. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.